Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: d224trk ICD, implanted: (B)(6) 2013; 383069 lead, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that there were alerts for high impedance on the right ventricular and superior vena cava coils of the right ventricular lead and high impedance on the left ventricular lead. The right ventricular lead was explanted and replaced. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.